Event description:
It was reported to boston scientific corporation in 2008, that a coaccess needle electrode was used during an rfa procedure performed about 9 days prior (patient age, gender and weight unknown). According to the complainant, liver ablation of two colorectal metastasis was completed with a leveen 4 cm coaccess probe (following the prescribed rf ablation protocol). The first ablation totaled 39 minutes and reached a maximum of 190 watts and the second ablation lasted 22 minutes also reaching a maximum of 190 watts. The pt return grounding pads (supplied by tyco healthcare) were removed once the procedure was complete. Immediately following the procedure, the skin beneath the grounding pads was visually inspected and appeared to be normal. Approximately one hour post procedure, a spherical burn approximately 2 cm wide, appeared on the patient's left thigh (where the return pad was placed), the skin was blistered and broken (type I burn). It was reported that anti-burn cream was applied and the area was dressed appropriately. Additional info provided by the complainant revealed that cold fluid bags had been placed on top of the pt grounding pads, as a precaution.

Manufacturer narrative:
The suspect device was not returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. A customer ship history was performed, which identified two lots shipped to the customer prior to the event (lots # 1125048 and 11215060). A search of the complaint database revealed no additional complaints reported for these two lots. The device history record for each of the two lots was reviewed; no anomalies were noted.